Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have premature battery depletion. No intervention was reported and the patient will continue to be monitored and followed. The patient was stable throughout.